Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch ((B)(4)) "when using the kit to place an IV, the catheter would not dislodge and the guidewire would not pull back. When removed from the patient the catheter and guidewire were visibly bent". The customer was contacted and additional information was provided. Customer verified there was no patient harm.

Event description:
According to the medwatch (4900420000-2018-8002) "when using the kit to place an IV, the catheter would not dislodge and the guidewire would not pull back. When removed from the patient the catheter and guidewire were visibly bent". The customer was contacted and additional information was provided. Customer verified there was no patient harm.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.4.-date of this report corrected to 29-jun-2018.

Manufacturer narrative:
Qn# (B)(4). Medwatch# (B)(4). The actual sample was not returned; however, the customer provided two photos of an accordioned catheter on a guide wire. The instructions-for-use (IFU) that are packaged with this product suggest that the catheterization device be removed by firmly holding the introducer needle hub in position and advancing the catheter forward, with a slight rotating motion, over the spring-wire guide into the vessel. The IFU also warns not to retract the spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage. The reported complaint of catheter damage was confirmed based upon examination of the photos received. However, no sample was returned for analysis and a device history record review could not be performed since a lot number was not provided by the customer. Without the device to evaluate, the probable cause of the catheter/swg resistance could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch ((B)(4)) "when using the kit to place an IV, the catheter would not dislodge and the guidewire would not pull back. When removed from the patient the catheter and guidewire were visibly bent". The customer was contacted and additional information was provided. Customer verified there was no patient harm.